Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified underweight and a broken shell. A visual and microscopic analysis was performed which identified broken sharp, stress marks and crease fold. Based on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening.

Event description:
Physicians office reported "deformation. Capsular contracture baker grade ii. Moderate density implant capsule, implant destroyed totally. Silicone gel within the capsule." The device has been explanted. This record relates to the left side.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is "deformation. Capsular contracture baker grade ii. Moderate density implant capsule, implant destroyed totally. Silicone gel within the capsule." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physicians office reported "deformation. Capsular contracture baker grade ii. Moderate density implant capsule, implant destroyed totally. Silicone gel within the capsule." The device has been explanted. This record relates to the left side.